Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alerts corresponding to audio malfunction (alert 65) and over/under current (alert 38), and that a restart did not resolve the issue, after which the device was replaced; during the event the patient experienced hyperglycemia with a reported maximum glucose of 400 mg/dl over approximately 12 hours and used subcutaneous insulin by pen as backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute sequelae. Outcomes included device replacement and continued therapy using backup insulin and cgm outside the ilet system, with no medical intervention or hospitalization. Investigation included review of user-reported alerts and receipt and inspection of the returned device. Investigation of alert 65 revealed an audible alarm malfunction associated with an over/under current condition in the audio subsystem that persisted after restart, consistent with a malfunction of the alarm component. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue. Investigation of alert 38 revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.